Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) evaluated the iabp and could not duplicate the alleged malfunction. The stm reloaded software per factory specification. Full functional verification was performed and the iabp passed and was returned to the customer for clinical use.

Event description:
The registered nurse (rn) called in to report a discrepancy in heart rate (hr) on the intra-aortic balloon pump (iabp) monitor compared to the bedside monitor. The rn stated that the iabp was giving her a lower hr than the bedside monitor and it appeared that the iabp was not counting the qrs of the ectopic beats. The company representative asked the rn to send to send screen shots and pictures to verify this was the case. The rn had switched out the ECG cables prior to calling and it did not resolve the problem. The company representative walked her through the following troubleshooting steps: -change the ECG patches and add a small dab of doppler gel to each before applying and positioning them closer to the heart. -changing leads in semi auto mode. -changed sweep speed. The discrepancy was occurring less frequently after completing these steps but was still not completely resolved. The rn sent another screen shot to assess and confirmed the hr was still not accurate but observed the iabp monitor was displaying 2 hr values. The rn switch the patient to a new pump. No adverse event reported.